Manufacturer narrative:
Customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Version upgrade is performed in the (wo- 01870501). This case will be re-opened and re-investigated if additional information is provided in the future. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed a previous complaint for this false positive issue resolved by version upgrade. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined due to the lack of information provided. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. No corrective action is required as this is an unconfirmed complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. The customer stated results were reported out, but there was no patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. The customer stated results were reported out, but there was no patient impact.